Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced battery out limit alarm. The customer's blood glucose value was 489 mg/dl. The customer stated that the pump alarmed after battery change. The customer received multiple batteries out limit alarms when the batteries were out of the pump for less than one minute. The customer was not able to clear the alarm. The product was returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self-test, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected low battery alarm and no battery out limit alarm noted. Device received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.